Event description:
Hcp reported the patient came in for a pump refill and the medication was injected "outside of pump." The patient went home and subsequently had problems with dizziness and slurred speech. Patient was taken by ambulance to the emergency room and given narcan. Patient is reported to have responded to the narcan and is ok now.